Manufacturer narrative:
Samples of the returned product were tested for knot pull tensile strength and the results obtained for lot number kbr930 and lot number dpr145 were above the ethicon requirements for sample average. Lot number hkr083 and lot number ggr213 failed to meet the ethicon requirements for sample average. An investigation was conducted. All batched complied with requirements in all stages of production, mfg and qa audits showed all requirements were met. Lots used in the affected batches were mfg at a site that was closed in 1996. Root cause could not be determined, though cause may be attributed to the variability associated with the natural inherence of the suture.

Event description:
Suture breakage post op. Customer reports that suture broke 24 hrs post-op which required a re-op to repair.